Event description:
According to the complaint on (B)(6) 2018, a customer reported that a nurse during purge received a blood jet on her bust. The syringe was cracked. The customer informed that this is the third time they experience this problem. Based on this event the customer reported this incident as a blood spillage.

Manufacturer narrative:
The device was evaluated by the manufacturer, but that the device not was returned to the manufacturer. This is because device evaluation was performed on a device from the same lot but not on the actual device. Investigation has identified that the root cause is a manufacturing error related to the labeling assembly in the production. Radiometer medical aps considers this case closed.